Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported experiencing elevated blood glucose of up to 500 mg/dl and she believes the infusion device does not properly deliver insulin. She changed the battery, infusion site and tubing but was unable to lower her blood glucose. She switched to her backup infusion device and her blood glucose lowered. Her target blood glucose level is 90-160 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.